Event description:
It was reported that far-p oversensing, noise were observed. After extraction procedure externalized conductor in the s-curve was noted via fluoroscopy.

Manufacturer narrative:
External abrasion was found at 35.6cm to 35.9cm from the distal pin, consistent with friction to the ICD can. The etfe coating was intact at this location. External abrasion was found at 13.5cm to 14.0cm from the distal tip. The ptfe liner was visible but undamaged. External insulation abrasion was found at 9.9cm to 11.1cm from the distal tip. The ptfe liner in this location was visible and damaged, which led to the visible inner coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.